Event description:
A mayfield a 2000 was reported to have slipped and caused a laceration. The event was described as follows; the patient was on the mayfield clamp, and was being put in position when the clamp slid off the patients' head and caused a laceration. On a second attempt to apply the skull clamp, it was noted that the pressure applied, was slowly releasing, which may have caused the clamp to slide. The clamp was replaced and another clamp was applied. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.